Event description:
It was reported that the patient had undergone lead replacement surgery due to high impedance. The explanted device will not be returned for analysis as it is against the explanting facilities legal policies. No additional or relevant information has been received to date.